Event description:
It was reported that the mammomarker was difficult to deploy into the biopsy site. The doctor removed and used a different mammomarker to deploy into the biopsy site. There were no patient consequences.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to why the applier reportedly malfunctioned during surgery. The applier was returned with the introducer tube and applier tube bent in 90 degrees at the handle area. The introducer tube was noted to have the tip sheared off and missing. However, the instrument was returned already deployed; the firing mechanism was tested and it was functional. While no conclusion could be reached as to what may have caused the reported event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.